Event description:
The facility reported an infusion pump with a failure code 812:02 which occurred during biomed testing. The facility representative stated that no patient incidents were reported on this pump since the last baxter service event.